Manufacturer narrative:
Lot/serial(B)(4)

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses ((B)(4) and (B)(4)). The procedure was concluded without endoleaks present. On (B)(6), 2010, the patient was discharged of the hospital. Aneurysm diameter was 60mm. Endoleaks and other adverse events had not been revealed to the patient. In (B)(6) 2011 (exact date unknown), the patient expired in another hospital due to sepsis that was caused by aortoesophageal fistula. It was reported that the patient was originally introduced by another facility to undergo endovascular repair of a thoracic aortic aneurysm. After the endovascular repair, the patient was transferred back to the original hospital, and all the follow-ups had been done there. It was informed by the original hospital that the patient expired due to aortoesophageal fistula, but any further information was not provided on when and how the patient developed the aortoesophageal fistula and died.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using 6wo gore® tag® thoracic endoprostheses ((B)(4)). The procedure was concluded without endoleaks present. On (B)(6) 2010, the patient was discharged of the hospital. Aneurysm diameter was 60mm. Endoleaks and other adverse events had not been revealed to the patient. In (B)(6) 2011 (exact date unknown), the patient expired in another hospital due to sepsis that was caused by aortoesophageal fistula. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.